Event description:
The ge oec 9900 fluoroscopy system was reported to have had the ma and kv track to maximum.

Manufacturer narrative:
A ge oec service representative investigated the issue and isolated the malfunction to a defective interconnect cable that was removed and replaced. The system was tested and found to be operating as intended. The system was released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.